Manufacturer narrative:
(B)(4). UDI #: (B)(4). Concomitant medical product: comprehensive reverse shoulder humeral tray with locking ring, catalog#: 115370, lot#: 271900. Comprehensive shoulder system primary shoulder stem, catalog#: 113648, lot#: 222190. Comprehensive reverse shoulder humeral bearing, catalog#: ep-115394, lot#: 127770. Comprehensive reverse shoulder glenosphere, catalog#: 115313, lot#: 877220. Comprehensive reverse shoulder glenosphere mini baseplate with taper adapter, catalog#: 010000589, lot#: 909560. Comprehensive reverse shoulder central screw, catalog#: 115383, lot#: 425390. Comprehensive reverse shoulder locking screw, catalog#: 180551, lot#: 046030. Comprehensive reverse shoulder locking screw, catalog#: 180552, lot#: 232780. Comprehensive reverse shoulder non-locking screw, catalog#: 180557, lot#: 424000. Comprehensive reverse shoulder non-locking screw, catalog#: 180558, lot#: 481820. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded by the hospital. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the humeral bearing would not assemble with the humeral tray during reverse shoulder arthroplasy surgery. The surgeon finished the surgery with an alternative bearing. No adverse event is reported due to this event. No other information has been provided.